Event description:
The device was returned for mechanical hardware failure (air compressor). During initial startup, air compressor can be heard struggling during pneumatic self check period before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. Rear housing was found to be bent and unable to form a proper seal with the handle. Rear housing o ring was also pinched.

Event description:
The following has been reported: customer reported: "pump has a constant alarm that will not go away. No patient involvement." A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.